Event description:
Based on additional information received on 10-jan- 2017, this case was upgraded from non-serious to serious as the seriousness criteria of required intervention was added to the events of pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees. This unsolicited device case from united states was received on 27-mar-2015 from a patient. This case concerns a (B)(6) female patient who developed bursae on her knees, fluid on both knees, could not kneel, was painful to walk, felt like bone on bone, experienced pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/ terrible pain (knee pain) and lumpy knees that are swollen/ feel squishy/swelling in knees after receiving synvisc one injection. Medical history included knees snapping while bending knees due to which the patient had the synvisc one injection. No past drugs, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiration date: not provided) in bilateral knees for osteoarthritis of both knees. On unknown dates in 2015, the patient complained that both of her knees were sore as she had fluid in both knees and was in pain. The nurse informed the patient that the patient had bursae on her knees and had lumpy knees that were swollen. It was reported that the patient felt squishy, could not kneel and was painful to walk. The patient stated that it "felt like bone on bone". The patient also stated that her knees were fine and she didn't have any pain or swelling prior to the synvisc one injections. Further reported, the pain was worse than before the injection especially in her right knee. It was reported that about three weeks after the synvisc one injection to knees, patient had terrible pain and swelling in knees and fluid on knees. It was reported that heat was applied and made it worse. It was reported that the ice made problem dissipate. It was reported that the patient was not taken to the emergency room. The patient had appointment with doctor scheduled on (B)(6) 2015 and doctor had ordered a knee x-say and might be removing fluid from her knee. Corrective treatment: cortisone injection, ice for fluid on both knees; lumpy knees that are swollen/ feel squishy/swelling in knees and pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain; not reported for rest events outcome: recovered for pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees additional information was received on 02-apr-2015 from patient. Historical condition and indication for suspect medication was added. Additional events of bursae on her knees, cannot kneel, painful to walk, feels like bone on bone, lumpy knees that are swollen/ feel squishy and fluid on both knees along with details were added. The event term was updated to "pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore" from "pain/pain is worse than before the injection especially in her right knee"·. Clinical course was updated and text amended accordingly. Additional information was received on 08-apr-2015. Ptc results were added and the text was amended accordingly. Additional information was received on 10-jan-2017 from patient. This case was upgraded from non-serious to serious as the seriousness criteria of required intervention was added to the events of pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees. Verbatim was updated for the event of lumpy knees that are swollen/ feel squishy to lumpy knees that are swollen/ feel squishy/swelling in knees; pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore to pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain; outcome was updated and corrective treatment was added. Clinical course was updated and text amended accordingly.

Event description:
Based on additional information received on 10-jan-2017, this case was upgraded from non-serious to serious as the seriousness criteria of required intervention was added to the events of pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees. This unsolicited device case from united states was received on 27-mar-2015 from a patient. This case concerns a (B)(6) female patient who developed bursae on her knees, fluid on both knees, could not kneel, was painful to walk, felt like bone on bone, experienced pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/ terrible pain (knee pain) and lumpy knees that are swollen/ feel squishy/swelling in knees after receiving synvisc one injection. Medical history included knees snapping while bending knees due to which the patient had the synvisc one injection. No past drugs, concomitant medication and concurrent condition were reported. On (B)(6) 2015, the patient received treatment with synvisc one injection, once (dose, route, batch/lot number and expiration date: not provided) in bilateral knees for osteoarthritis of both knees. On unknown dates in 2015, the patient complained that both of her knees were sore as she had fluid in both knees and was in pain. The nurse informed the patient that the patient had bursae on her knees and had lumpy knees that were swollen. It was reported that the patient felt squishy, could not kneel and was painful to walk. The patient stated that it "felt like bone on bone". The patient also stated that her knees were fine and she didn't have any pain or swelling prior to the synvisc one injections. Further reported, the pain was worse than before the injection especially in her right knee. It was reported that about three weeks after the synvisc one injection to knees, patient had terrible pain and swelling in knees and fluid on knees. It was reported that heat was applied and made it worse. It was reported that the ice made problem dissipate. It was reported that the patient was not taken to the emergency room. The patient had appointment with doctor scheduled on (B)(6) 2015 and doctor had ordered a knee x-ray and might be removing fluid from her knee. Corrective treatment: cortisone injection, ice for fluid on both knees; lumpy knees that are swollen/ feel squishy/swelling in knees and pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain; not reported for rest events. Outcome: recovered for pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees; unknown for rest events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 36725. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: required intervention for pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees. Additional information was received on 02-apr-2015 from patient. Historical condition and indication for suspect medication was added. Additional events of bursae on her knees, cannot kneel, painful to walk, feels like bone on bone, lumpy knees that are swollen/ feel squishy and fluid on both knees along with details were added. The event term was updated to "pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore" from "pain/pain is worse than before the injection especially in her right knee"·. Clinical course was updated and text amended accordingly. Additional information was received on 08-apr-2015. Ptc results were added and the text was amended accordingly. Additional information was received on 10-jan-2017 from patient. This case was upgraded from non-serious to serious as the seriousness criteria of required intervention was added to the events of pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain, lumpy knees that are swollen/ feel squishy/swelling in knees and fluid on both knees. Verbatim was updated for the event of lumpy knees that are swollen/ feel squishy to lumpy knees that are swollen/ feel squishy/swelling in knees; pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore to pain/pain is worse than before the injection especially in her right knee/ both of her knees are sore/terrible pain; outcome was updated and corrective treatment was added. Clinical course was updated and text amended accordingly. Additional information was received on 17-jan-2017. Investigation summary was updated.